Event description:
It was reported that the patient was explanted without notifying med-el. The patient had been experiencing headaches and tinnitus. Reportedly, the patient refuse to follow the medication plan proposed by her doctor. The patient was advised by a neurologist that the implant was the cause of the symptoms and that it should be explanted. No re-implantation is expected.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.